Manufacturer narrative:
Correction: b1.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was travel course reverse error in history. The flow test was performed, and the issue was confirmed. The position pot tab nut was found loose. The analyst tightened down position pot nut and leadscrew to factory specification .002. The analyst also replaced the clutch half's' left and right with leadscrew and spring as a preventative measure.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a travel coarse error. The issue was found during testing.